Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the sdi1 elements mounted on the main board became defective and caused the reported malfunction. The images were displayed when the cable and display settings were changed to sdi2, so it stands to reason that because the failure occurred when connected to sdi1, sdi1 was the problem. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called in to olympus technical assistance center (tac) personnel to report their event. The customer stated that the sdi 1 connector was broken. They moved the cable to sdi 2 and then they were able to get a good image. Tac informed the customer that the sdi 1 import is likely damaged and the unit would need to be returned for repair. The customer stated that since sdi 2 is functioning properly, they may not want to return the unit at this time. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the olympus high definition lcd monitor had a broken connector during a diagnostic procedure. According to the initial reporter, the staff had to hold the display in a specific position in order to maintain the video. Reportedly, the procedure was completed without any patient impact.